Event description:
It was reported that patient enrolled in a clinical study underwent total knee arthroplasty on (B)(6) 2004. Subsequently, it was noted in (B)(6) 2009 that the patella component was tilted nine degrees. It was further reported that a revision procedure was performed on (B)(6) 2009 due to loosening of the femoral component and tibia tray. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 3 mdrs filed for the same patient/event(s) (reference 1825034-2011-00872 / 00874). (B)(4).